Event description:
Approximately 05 months after heartware lvad implantation, the site reported an event involving a patient whose battery was not charging. The battery was replaced with one from the hospital's stock, and the unit in question was returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
The battery has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.